Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed, what was suspected to be, an allergic reaction to the non magnetic plug in the internal device. The patient was treated with a cortisone injection (date and dosage not reported). On (B)(6) 2013, the non magnetic plug was removed. There are no plans to place an implant magnet, due to the need for an MRI. As of reports from (B)(4) 2013, the site has healed. The implanted device remains.